Event description:
A diabetic purchased a box of lancets. They opened the box and noticed that some of the plastic coverings had separated from the actual housing which holds the needle, leaving the needles exposed. Pt is concerned because the needles are no longer sterile. Complainant reported to store who also opened some of the boxes and found the same thing. Store pulled and are not selling. Store also reported to firm.